Event description:
Report received from baxter states "after 4 days the pt saw that the reservoir was empty and there was medication inside the cover." Device contained 2.693mg 5fu and ns for a total fill volume of 87ml. Report states "no pt impact." Add'l info from rptr indicates there was "no clinical consequences nor contact to the drug by pt, relatives, or staff."